Manufacturer narrative:
The reported event was confirmed. Visual evaluation of the photo sample noted one opened (no original packaging present), green stent with a knotted shaft. The lot number is unknown; therefore, the device history record could not be reviewed. The product family for this ureteral stent product is unknown. Therefore, bard is unable to determine the associated labeling to review. Although the product family is unknown, the ureteral stent product ifus are found to be adequate based on past reviews.

Event description:
It was reported that the ureteral stent became knotted. No reported impact to the patient.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the ureteral stent became knotted. No reported impact to the patient.